Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) was 551 mg/dl. Elevated bg was addressed with a bolus via the pump. Subsequently, customer went to the emergency room (ER) on (B)(6) 2021 for elevated bg. Customer was treated intravenously with fluids of saline and insulin, and was released from the ER the on (B)(6) 2021 with the issue resolved and no permanent damage.